Manufacturer narrative:
Claim# (B)(4).

Event description:
A healthcare professional reported that following an impantable collamer lens (icl) implantation procedure, the patient experinced low vault. The lens was removed and replaced at a later date for a longer lens length. The problem was resolved. Cause of the event is unknown.